Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that she has experienced several issues with the sensor. She would get weak signal and lost sensor alerts and had gone through troubleshooting in multiple occasions and continues to have issues. Customer stated that the sensor readings are inaccurate and she would receive threshold suspend alarms at night when her blood glucose is in the 100 mg/dl range and other times does not get an alarm when she is actually in the 40 mg/dl range. Customer stated that she gets too many false alarms even after changing the sensor. The customer would turn off the sensor and wake up with higher or lower blood glucose level than is normal for her. Customer was called and she declined troubleshooting and just wanted a sensor replacement. The product would be replaced and returned for analysis.